Event description:
It was reported that bd alaris smartsite needle-free valve device was not able to be primed. The following information was provided by the initial reporter: describe the event or problem: unable to prime what was the original intended procedure? : priming valve to place on central line what problem did the user have : device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-aug-2023 h6: investigation summary one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that they are unable to flush the sample could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2000e lot number 23015078 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6) 1961 was used based on age of patient. E4. The initial reporter also notified the FDA on 26 jul 2023 month year. The medwatch report # is (B)(4). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve device was not able to be primed. The following information was provided by the initial reporter: describe the event or problem: unable to prime. What was the original intended procedure? : priming valve to place on central line. What problem did the user have : device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunction - that is, the device did not do what it was supposed to do.